Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was at the bottom of the pigtail catheter, and the valve dislodged aortic. It was noted that 4 deployment attempts were made, but the valve was recaptured each time due to the valve dislodging.

Event description:
Additional information was received that a non-medtronic guidewire was used during the procedure.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: {evfxplus-29}; product lot/serial number: {(B)(6)}; product type: {0195-heart valves}; product ID: {l-evolutfx-2329}; product lot/serial number: {(B)(6)}; product type: {0195-heart valves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure in a patient with a pre-existing surgical aortic valve, the valve did not hold its position during deployment and dislodged while attached to the delivery catheter system. The valve dislodged from a depth of 6 mm on the left coronary cusp (lcc) and 5 on the non-coronary cusp (ncc) to a depth of -6 on the lcc and -4 on the ncc. The valve was recaptured. After multiple unsuccessful attempts were made to deploy the valve, the valve was recaptured a final time and withdrawn from the patient. The physician determined that patient anatomy and incorrect valve sizing contributed to the dislodgement. Subsequently, a different valve was requested and placed without issue. No patient complications have been reported as a result of this event.